Event description:
The generator was returned on (B)(4) 2013 and is pending product analysis.

Event description:
On (B)(6) 2013, it was reported that eos=yes was seen during an initial implant surgery. Diagnostics outside of the pocket were within normal limits; however, diagnostics once the generator as placed inside the pocket indicated eos=yes. Diagnostics were performed several times with the same results. The surgeon denied use of electrocautery. The generator has not been returned to date.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
Product analysis was approved on (B)(4) 2013. The premature end of life was duplicated in the pa lab. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Data shows that 1.434% of the battery had been consumed.